Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to insulation damage. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Only one section of the severed lead was returned. The is-1 section was appromately 25 cm long. The is-1 terminal boot separation showed fracture features consistent with the silicone boot being torn, but the cause for the initiation was unknown.